Event description:
It was reported that an unspecified malfunction alarm occurred and that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.